Event description:
It was reported the patient experienced symptoms of radiculopathy. As a result, surgical intervention was undertaken wherein the scs lead was explanted and replaced to address the issue (reference MFR report# 1627487-2019-00816). Reportedly, therapy was restored post-operatively. Issue was resolved.